Event description:
It was reported by the attorney that the patient had an ICD lead malfunction. Medical records received reveal the patient had diagnosis of "dilated non-ischemic cardiomyopathy, class IV heart failure, paroxysmal atrial fibrillation, persistant left vena cava" and was on heart transplant list. The medical records report the patient had surgery on (B) (6) 2009 for major debridement of right sub-cutaneous pocket, extraction of device system including the ICD lead, large tear in right brachiocephalic/svc junction, median sternotomy with repair of tear. An acute event requiring acls (advanced cardiac life support) occurred and patient is reported to have expired. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A request for information was made (via fax and phone) to request a copy of the operative report, and additional information regarding the device and event; however, no operative report or additional information was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.